Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/14/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: during appendectomy on (B)(6), what tissue layer was the vcp752 suture used on? Unk. What was the condition of the tissue (healthy, diseased, weakened)? Diseased. How was the suture placed (interrupted or continuous)? Continuous. What post op day (date) did the patient experience ¿pain and infection¿? (B)(6) 2017. What medical intervention was performed for the ¿infection¿? Unk. What is the surgeon opinion of the contributing factors to the infection? Unk. How were the suture placed (interrupted or continuous)? Continuous. How was the diagnosis of infection made on (B)(6) after appendectomy?unk. Were any cultures taken of the wound to identify infection?unk.

Event description:
It was reported that the patient underwent appendectomy on (B)(6) 2017 and suture was used. On (B)(6) 2017, the patient felt pain and returned to the hospital. Wound infection was found. The patient underwent re-operation with suture. No additional information was provided.